Manufacturer narrative:
The reusable tibial insert impactor tip broke during use. Review of the inspection records for the affected lot of material indicate that the device was manufactured to specification.

Event description:
The reusable tibial insert impactor tip broke during use.